Event description:
It was reported per user facility medwatch that catheter entrapment occurred. The target lesion was located in a coronary vessel. A 3.50x20mm synergy drug-eluting stent was advanced for treatment. However, post-deployment, the balloon delivery system would not go back over the wire. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.